Event description:
During attempted implant, loss of sensing and pacing impedance were observed on the right atrial (ra) lead. A different ra lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
During attempted implant, loss of sensing and low pacing impedance were observed on the right atrial (ra) lead. High capture threshold was also observed. Lead insulation damage was suspected. A different ra lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences. Additional information was requested but was not received.

Manufacturer narrative:
The reported events of loss of sensing, low pacing lead impedance, inadequate capture threshold and insulation damage were confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the inner insulation cut and damaged under the suture tie region. Electrical testing did not find any indication of conductor fractures. The shorting between conductors was found due to the inner insulation being cut and damaged under the suture tie region. The reported events are consistent with procedural damage.